Event description:
Note: the product is now known (innex knee). As the innex knee and similar devices are not registered/distributed in us we kindly as you to delete this medwatch from the system.

Manufacturer narrative:
Note: the product is now known (innex knee). As the innex knee and similar devices are not registered/distributed in us we kindly as you to delete this medwatch from the system. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to loosening.